Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the cgm showed 59mg/dl. The bg at the time is not known. An ambulance was called as the patient¿s husband found her sweating and unconscious. The patient was given glucose. The bg value was checked after the patient became conscious at around 3:00 am and was 89 mg/dl. No further treatment was needed, and the patient was not taken to the hospital. The patient was stable at the time of follow up. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.